Event description:
It was reported that during a da vinci cholecystectomy surgical procedure, the hem-o-lok medium large clip applier instrument would not release the clip. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of the instrument would not release the clip. There was no trouble found. Failure analysis investigation found the instrument's main tube to be broken where the distal clevis and main tube are welded. No material appears to be missing when clevis is placed over broken area on the main tube. Failure analysis concluded that the broken main tube may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken main tube found during failure analysis if to recur could cause or contribute to an adverse event.